Event description:
It was observed during the device inspection, that the colonovideoscope air/water cylinder had foreign material and light guide lens was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; air/water cylinder has discoloration; suction cylinder has no color; air/water cylinder has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; distal end cover is deformed; and light guide lens has a crack. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, a/w-cylinder with foreign material was confirmed. Therefore, the device did not meet its specification or function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). No further information could be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.